Event description:
Two days after a surgery, dermabrasions were found at front and back of the patient's head. The duration of the surgery was about 4 hours. During the surgery, the forehead and chin of the patient were protected by coating. According to one of the staffs at the facility, she/he felt that the doctor fastened the strap of the device too tight. Before use, the device was washed by using a neutral detergent. Since there was no damage on the device, it will not be returned for evaluation.

Manufacturer narrative:
(B)(4).